Event description:
The customer reported that the defibrillator failed to charge. The users switched to a different defibrillator to deliver therapy after a 20 second delay. The patient was successfully resuscitated.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.